Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to retract the foot was not confirmed based on the returned condition of the device and functioned as expected. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause could not be determined for the reported difficult to retract the foot. Factors that may contribute to a difficult to open foot include, but not limited to tissue or suture caught in the foot. The unespected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a renal angiogram procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first device. The second device was deployed, but it was difficult to close the foot. The foot was eventually closed and the second device was removed manually without issue. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.